Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage tube head connectors were evaluated, cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system exhibited a high voltage arc, a system error and a recoverable loss of system functionality. No patient death or serious injury was reported.